Event description:
Falsely depressed pt and aptt results (within the normal range) were reported on a patient sample (patient a) upon repeat testing. The original results had been elevated for both tests but a repeat test was incorrectly coded by the operator causing another patient's sample (patient b) to be run as patient a. The incorrect repeat results within the normal range were reported to the physician for patient a. Patient a was discharged without treatment on the basis of the falsely depressed (normal range) results. The next day patient a returned to the hospital with deteriorated symptoms and the results for both tests were elevated in accord with the original, disregarded results. Patient a was admitted to the hospital and fresh frozen plasma was administered. There is no report of adverse outcome for patient a as a result of the hospitalization and treatment. There was no report of incorrect reporting of patient b results.

Manufacturer narrative:
The cause of the falsely depressed (normal range) reporting of pt and ptt results was operator error. Incorrect coding of another patient's sample resulted in normal range results being reported rather than the correct elevated results.the instrument is performing within specifications.no further evaluation of the device is required.